Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead pulled back to svc on x-ray, device pacing and defib off while pt is in ER. Revision/ replacement planned.